Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a percutaneous coronary interventional stenting treatment procedure, crossing difficulties occurred. Access was obtained via the femoral artery. The 86% stenosed lesion was located in the moderately tortuous, moderately calcified proximal and mid right coronary artery (rca). The de novo, concentric lesion was 28mm in length and the reference vessel diameter was 4.0mm. The lesion was predilated with an unspecified 2.5 x 15mm balloon with residual stenosis of 72%. The 4.0 x 28mm promus element monorail stent delivery system was advanced to the lesion however it did not cross. The procedure was completed with another of the same device. No patient complications were reported, and patient status was reported as 'stable'. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. Three struts were raised on a row in the middle section of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)